Event description:
Customer reported that the insulin pump was submerged in water and then alarmed for an error. The blood glucose reading was 150 mg/dl. He stated that the insulin pump was vibrating constantly without giving an alarm or an alert. He also reported that there was a constant tone. Customer tried to dry out the insulin pump for an hour and was advised to try and change out the battery. He stated that the display was completely blank. He stated that the insulin pump had not been stored or out of use for an extended period of time. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic assembly. The motor assembly was found corroded. No restart error test could be performed due to the blank display. No unexpected audio anomaly or vibrating anomaly was noted. The insulin pump was received with a cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.